Manufacturer narrative:
Inspected one opened/used reservoir, checked o-rings stopper groove per anomalies and none were found. Ran basal, bolus and leaking test per specifications as follow, filled the reservoir with diluent and connected to a new infusion set, installed reservoir and connected into 7xx pump, reservoir did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin from the reservoir leaked into the insulin pump. The blood glucose reading was 183mg/dl. No further information was provided.